Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 40 - 290 (mg/dl). Customer consumed carbohydrates to address. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.